Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4); manufacturing date: 15. Nov. 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting instrumentation away after completing a distal radius procedure on (B)(6) 2017, the inner part of a 2.4mm universal drill guide (distal radius instrumentation) spring portion broke. The event occurred in the operating room. The age of the device is unknown. There was no surgical delay and the procedure was completed successfully as anticipated with good patient outcome. Since the event occurred after the completion of the procedure, there was no impact to the patient. This report is for one (1) universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. Device 2.4mm universal drill guide- p/n 323.202 lot 8109353 was returned. A visual inspection, drawing review, device history record (DHR) review and functional test was performed under investigation. The complaint is unconfirmed. The visual investigation has shown that the balance of the device is in very good condition. All the components including the spring, sleeves and threaded nipple were present in the assembly. Based on the manufacturing date, relevant drawings were reviewed. No design related issues were observed for the device. The device spring was in intact condition and was successfully performing the spring loaded action for the sleeve as expected. No other new issue outside the complaint was observed with the returned drill guide. The device was determined to be suitable for the intended use when employed and maintained as recommended. Because this complaint is unconfirmed, further investigation is not required. No product problem identified during cq investigation. The device spring, alleged to be broken per the complaint, was found to be intact during an investigation. No functional or manufacturing related problem identified during cq investigation. The returned device was determined to be suitable for the intended use when employed and maintained as recommended. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.